Event description:
During device recertification at zoll medical's technical service department, the device failed ground resistance testing. There was no patient involvement in the reported malfunction.